Event description:
The technician alleged the side rail will not latch consistently. No injury reported.

Manufacturer narrative:
The technician found the side rail latch was sticking due to debris being stuck in the latch. The technician cleaned the side rail latch to resolve the issue.